Event description:
The customer alleged that the reservoir was leaking cidex opa. There were no reports of injuries. The customer replaced the reservoir assembly to resolve issue.

Manufacturer narrative:
Other: customer repaired unit. He replaced the reservoir assembly.